Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01210 for the other associated device information. It was reported to boston scientific corporation that two defective resolution clip devices were used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, in both instances, the clips were deployed and both grasped onto tissue however, the clips would not release from the catheter. When the physician went to remove the devices, the clips were pulled off the tissue and fell into the patient. There were no attempts to retrieve the clips with no harm to the patient. In addition, it was reported that the scope was not in a retroflex position. The case was completed with a third resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).